Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed one incoming functional test, it was rerun and passed after a board realignment. It was also noted that the liquid crystal display (lcd) was out of specification in an electrical manner, the menu contrast was too dark. The lcd was replaced and when the device was re-powered up the menu contrast was normal. It was further noted that the display black wire was pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.